Event description:
It was reported that the micl12.6 implantable collamer lens was torn inside the vial upon receipt and not used. No pt contact.

Manufacturer narrative:
Eval: visual inspection of the returned product showed that a piece of both haptic plates were torn off and missing and there was a clear surgical residue on the lens. A work order search was performed and there was one similar complaint found.